Event description:
A peritoneal dialysis pt reported cassette leak in drain 3 of 4. A follow-up was conducted with the pt who confirmed event and stated she was not prescribed antibiotics, her effluent remained clear. A follow-up was conducted with the peritoneal dialysis nurse (pdrn) who confirmed event. Pdrn confirmed pt remained asymptomatic and continued with peritoneal dialysis treatment.

Manufacturer narrative:
The actual sample was received on (B)(4) 2015. The sample was disinfected and then was visually inspected according. No damages or defects were found during the visual inspection process. DHR review was performed. No nonconformance reports or other abnormalities during the assembly of the lot were found. The product involved met current specifications. The complaint is deemed as unconfirmed with actual sample.